Manufacturer narrative:
Product event summary: the driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed normal pump operation. On-site inspection of the driveline cable revealed that a portion of the outer sheath was missing, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Additionally, strain relief damage was also observed; a strain relief repair was performed to mitigate this damage. An internal investigation was opened to investigate the driveline sheath damages. Based on the internal investigation conducted, the most likely root cause of the driveline sheath damage is exposure to ultraviolet (uv) light. The most likely root cause of the strain relief damage may be attributed to factors such as normal wear over time, improper handling. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the outer sheath was missing a portion along the driveline down to the connector to the controller. It was further reported that the sheath was damaged for the first time about three years ago and at that time the outer sheath was wrapped with rescue tape at the implant center. The old tape was removed from the driveline and it was noted that about half of the driveline was missing the outer sheath up to the connector to the controller. It was stated that a portion of the sheath that remained was brittle, yellow, and cracking in various locations. The driveline was repaired and remains in use. No patient complications have been reported as a result of this event.